Event description:
According to the literature, a study investigated the safety and efficacy of the staple-line hemostasis using ligasure patients subjected to one-anastomosis gastric bypass (oagb). A prospective study involved 92 patients scheduled for oagb from april 2019 to april 2020. Operative time did not exceed 120 min. All patients during the operation suffered from bleeding from the staple line and hemostasis of the stomach¿s stapler line was done using bipolar diathermy to stop the bleeding sites if present. In all cases, the bleeding stopped without any complications. Patients were followed up during the next 2 weeks after the operation. Postoperatively, the patients were monitored regularly for clinical signs of bleeding and leakage. Two patients had post-op intraluminal bleeding from the staple line which required blood transfusion. One of the two patients presented postoperatively by tachycardia with no hemoglobin drop. Supportive measures were done, then the patient developed attacks of melena. Uppergastrointestinal (gi) endoscopy was done on day 1 postoperatively and revealed anastomotic site bleeding, which was controlled. The second patient presented 1 week postoperatively with tachycardia and hypotension with history of two attacks of melena. On the second day of presentation, upper gi endoscopy revealed an anastomotic site bleeding that was controlled by adrenaline injection. Patients had 2 days hospital stay.

Manufacturer narrative:
Concomitant medical products: lf1837 (blunt tip sealer divider lf1837, lot number: unknown). Title: safety of bipolar sealing device in gastric staple-line hemostasis during laparoscopic one-anastomosis gastric bypass. Source: the egyptian journal of surgery 2021, 40:1157¿1161 date of publication: 20 june 2022. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: g3 correction: h6 (fdp: c50470, imf: f2303) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.